Event description:
User facility reported that the device was placed into patient use on (B)(6). On (B)(6) the device cuff was noted to leak and partially deflate which led to the patient's oxygen saturation levels changing. The user facility removed the device and re-intubated the patient with a replacement tube. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.